Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose level was 600 mg/dl. Customer administered a manual injection to address bg.